Manufacturer narrative:
The customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The original MDR should have been sent as a final report. The complaint involved a training issue. There was no indication of a product problem, hence no product investigation will be undertaken.

Event description:
An adc customer reported that due to not setting up their meter for use they experienced symptoms of sweatiness, had "high blood pressure" subsequently reported experiencing a loss of consciousness and "shakes" while at home. Customer was not seen at a health care facility, no diagnosis was reported. Customer stated he was given orange juice and glucose tablets as a treatment which reportedly "was successful." The customer further reported he saw his physician the following day but "received no treatment as the issue had been resolved at that time." There was no report of death or permanent impairment associated with this report.